Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected clip not completely closing. It was reported that this was a mitraclip device used off label in the patient with grade 4 functional tricuspid regurgitation (tr). The clip delivery system was inserted and grasped the leaflets, but the anterior leaflet slipped out of the clip. It was suspected that the clip did not completely close. There was a large gap between the leaflets. The leaflets were grasped on another location and the clip was successfully deployed. The procedure continued and tr was reduced with three mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. It should be noted that the mitraclip device was used to treat tricuspid regurgitation (tr) which is considered an off-label use of the device. The mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. A definitive cause for the reported mechanical jam (clip close - inability) could not be determined in this incident. The reported failure to adhere or bond appears to be due to the mechanical jam as the clip was not completely closed. There is no indication of a product quality issue with respect to manufacture, design or labeling.